Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer reporting the high flow therapy (hft) mode halts or shuts down without reason on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and reported error code 122d (alarm message: cannot reach target flow) occurred. This error indicates, per the v60 service manual, the device pressure reached its maximum and could not achieve the target flow. This low-priority alarm occurs during high flow therapy and when there is a significant flow restriction for more than 10 seconds. Investigation ongoing.

Manufacturer narrative:
H10: the rse requested a check of the patient circuit at the level of the mask to ensure there is no obstruction at the level of the patient circuit. The ventilator was put back into service and no other alarm was reported. No harm confirmed. The system meets the specifications for the performed service and is returned to use. Investigation remains ongoing.

Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue remotely and confirmed error code 122d (alarm message: cannot reach target flow) occurred. This error indicates, per the v60 service manual, the device pressure reached its maximum and could not achieve the target flow. This low-priority alarm occurs during high flow therapy and when there is a significant flow restriction for more than 10 seconds. The rse requested biomed complete a check of the patient circuit at the level of the mask to ensure there is no obstruction at the level of the patient circuit. Biomed was not able to reproduce the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.